Event description:
The customer reported that during pre-use testing the ventilator screen was black and nothing displayed when the unit is turned on. The ventilator doesn't ventilate. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the main pcb resolved the reported issue.